Manufacturer narrative:
It was reported that after stent placement, perforation was found. It was surgically resected and anastomosis was performed. It was confirmed from the device history record that device had been manufactured with no significant issue and passed all the inspections successfully. However, it is hard to exactly analyze because the device was not returned yet. Investigation will be conducted once device is returned and we will send follow-up report accordingly.

Event description:
The procedure was to place the stent at the splenic flexure. The physician inserted the outer tube into the endoscope, pulled the outer tube and deployed the stent. After removing the outer tube from the endoscope, the physician found that a portion of the wire at the proximal side of the stent was significantly splayed. It did not appear that the wires were gathered together at any other location. The physician commented that the physician did not encounter resistance when removing the outer tube from the endoscope after stent deployment. After that, a perforation was found on the distal side of the stent placement site. Although removal of the stent was attempted, it could not be retrieved; therefore, the physician surgically resected the perforated area and performed an anastomosis. Since leakage of the contrast agent had been confirmed in contrast imaging before stent placement, the physician suspects that the perforation had occurred before the stent was placed. There were no patient complications as a result of this event.